Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Manipulation of the filter with a guidewire resulted in a complete opening. The patient's condition is good. A delivery system in the released position along with sheath and dilator was received, evaluated and retained by this manufacturer. Evaluation of the sheath revealed several kinks occurring 10.7, 11, 18.5, 26, 27.5, 48.9 and 62.6 centimeters from the distal tip. The filter remains implanted and was not returned for evaluation. No problems were noted with the delivery system or dilator. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent inject or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."